Event description:
It was reported that the device was stuck on rotawire. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr got stuck on rotawire and could not cross. The device was removed intact and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues.

Event description:
It was reported that the device was stuck on rotawire. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr got stuck on rotawire and could not cross. The device was removed intact and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.